Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per source doc: "during the use of this stent, the team discovered that this product was plicatured and not usable once opened". ¿while using this biliary stent, the team discovered that this dmi was kinked and unusable upon opening. This dmi was therefore not used."

Manufacturer narrative:
Device evaluation: 1 x zebd-10-4 device of lot c1924791 was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution all zebd-10-4 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for zebd-10-4 of lot number c1924791 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1924791. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1924791. It should be noted that the instructions for use state the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. As the device was not returned for evaluation and per the limited information available, it is difficult to ascertain a root cause. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, used. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while being straightened as it was being loaded onto the wire guide. According to the initial report, the patient did not experience any adverse effects. The complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 19-dec-2022 and an update to the investigation conclusions.